Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. In turn, the ipg was deemed inoperable. As a result, surgical intervention may be pending to address the issue.